Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site, and resolved the issue by replacing the battery pca.

Event description:
The customer reported that the device unexpectedly shut down.